Manufacturer narrative:
The user facility submitted medwatch mw5109409 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system non-dehp solution sets were leaking from below the chamber. The leaks were observed immediately or shortly after filling the line with fluid during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.